Event description:
A malfunction on the pump was reported by the caller, displaying a malfunction code labeled as malf 1, which was not resettable. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to revert to manual delivery of insulin to prevent interruptions and was informed by technical support that they would receive a replacement pump with updated software. Instructions were provided on how to store the pump before returning it, and on using the replacement pump, which the caller acknowledged. The problematic pump was to be returned to tandem via ups with a pre-paid label, which was understood and accepted by the caller.